Event description:
The customer reported receiving multiple failed battery tests from the insulin pump. During troubleshooting a fresh aaa battery did not resolve the issue. Customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 159 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.